Event description:
It was reported that the physician was dissatisfied with the rate sensor programming of the device. The patient was not getting an appropriate heart rate and the physician requested that the device sensitivity be reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4468 competitor implantable pacing lead, implant date: (B)(6) 2000. (B)(4).